Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose level,was confused, felt sick/unwell, tired, weak. The patient was hospitalised on (B)(6) 2024 with blood glucose level of 350 mg/dl. Further, the patient was transferred to intensive care unit. During hospitalisation, the patient received insulin intravenously. The patient was discharged from hospital from (B)(6) 2024. Currently, the blood glucose level of the patient was 133 mg/dl. No further information available.